Manufacturer narrative:
A visual examination of the device revealed one of the handles was broken near the base. The ends of the broken pieces were observed under magnification and no voids or other defects were found. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Based on the event description and physical examination of returned broken hemostats, there were no defects found that would have caused or contributed to the breakage. The force applied to the forceps during use was enough to cause the handle to break , therefore the most probable root cause is operational context. A device history review (DHR) revealed that there was no related issues to the reported complaint of lot number 15675402. A lot history search was performed and found no other complaints against lot number 15675402.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method 20 fr was used during a nephrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the forceps broke when physician attempted to use them. The procedure was completed with this peg device with no patient complications. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method 20fr was used during a nephrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the forceps broke when physician attempted to use them. The procedure was completed with this peg device with no patient complications. The patient's condition was reported to be good.